Event description:
It was reported that during a da vinci si hysterectomy with bilateral salpingo-oophorectomy procedure, the cable on the maryland bipolar forceps instrument snapped during dissection on the left side of the uterus, making the instrument defective. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cable was broken at distal end. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at wrist were not damaged. Engineering also found bent grip tips, bent bipolar pins, a broken conductor wire, and corroded clamping pulleys. The instrument came back with the grips not aligned. The one grip tip was bent at an angle, causing the tip to form an x. There was a .0176 offset at the tips. The bipolar pin at the back end of the housing was bent. The bottom pin was not aligned with the top pin. Engineering concluded that damage was likely due to mishandling. The conductor wire connected to the top bipolar pin was broken from inside the housing. The wire no longer had a connection to the pin. Multiple clamping pulleys exhibited contamination that possibly caused increased friction, which could have been the cause of the cable breakage. Engineering concluded the damage was likely due to improper cleaning. The electrical continuity testing failed. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.